Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the implant procedure impedances were checked and there was noise on both the atrial and the ventricular leads, as well as oversensing. Both leads remain in use and no patient complications have been reported as a result of this event.